Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the power fault was due to a defective connector. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery inoperable" alarm when disconnected from ac power main. There was no patient injury reported as a result of this incident.